Event description:
It was reported that the patient with this electrode presented to the emergency department after receiving a shock while lying in bed and dozing off. Device interrogation showed the shock was inappropriately delivered due to oversensing. As a result, the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed off and the patient was admitted to the hospital. Besides the inappropriate therapy event, an untreated episode and an atrial fibrillation (af) episode earlier in the week were observed. During all events, both under- and over-sensing is visible. In the currently programmed alternate vector, noise could be easily generated by manipulating the lead at the xiphoid, especially in a sitting position. There were also significant signals when changing position from lying down to sitting. The system impedance is within a normal range. Manipulation in secondary and primary vectors gives no/hardly any oversensing, only a few correct 'n' 'markers. New auto setup test was performed, and all vectors are found to be okay in both lying and sitting positions, and the device chose primary sensing vector. X-ray imaging was obtained to further evaluate, and both device data and the images were sent to technical services (ts) for further review. Ts noted there are no obvious electrode irregularities on x-ray imaging. However, electrode revision was still recommended given the generable noise around the xyphoid. At this time, there is no evidence to suggest intervention has been performed. No other adverse patient effects were reported. Additional information received indicates the patient underwent a revision procedure on (B)(6) 2025, and this electrode was explanted and replaced without incident. The patient's s-ICD was also replaced during the same procedure, per the physician's discretion. It was noted there was no allegation regarding the s-ICD itself. Besides intervention, no other adverse patient effects were reported. The electrode is expected to be returned for analysis. Of note: prior to the procedure, the patient mentioned that a steel rod had "thumped" on the xyphoid region a week earlier, which was very painful.

Event description:
It was reported that the patient with this electrode presented to the emergency department after receiving a shock while lying in bed and dozing off. Device interrogation showed the shock was inappropriately delivered due to oversensing. As a result, the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed off and the patient was admitted to the hospital. Besides the inappropriate therapy event, an untreated episode and an atrial fibrillation (af) episode earlier in the week were observed. During all events, both under- and over-sensing is visible. In the currently programmed alternate vector, noise could be easily generated by manipulating the lead at the xiphoid, especially in a sitting position. There were also significant signals when changing position from lying down to sitting. The system impedance is within a normal range. Manipulation in secondary and primary vectors gives no/hardly any oversensing, only a few correct 'n' 'markers. New auto setup test was performed, and all vectors are found to be okay in both lying and sitting positions, and the device chose primary sensing vector. X-ray imaging was obtained to further evaluate, and both device data and the images were sent to technical services (ts) for further review. Ts noted there are no obvious electrode irregularities on x-ray imaging. However, electrode revision was still recommended given the generable noise around the xyphoid. At this time, there is no evidence to suggest intervention has been performed. No other adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 89 millimeters from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the patient with this electrode presented to the emergency department after receiving a shock while lying in bed and dozing off. Device interrogation showed the shock was inappropriately delivered due to oversensing. As a result, the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed off and the patient was admitted to the hospital. Besides the inappropriate therapy event, an untreated episode and an atrial fibrillation (af) episode earlier in the week were observed. During all events, both under- and over-sensing is visible. In the currently programmed alternate vector, noise could be easily generated by manipulating the lead at the xiphoid, especially in a sitting position. There were also significant signals when changing position from lying down to sitting. The system impedance is within a normal range. Manipulation in secondary and primary vectors gives no/hardly any oversensing, only a few correct 'n' 'markers. New auto setup test was performed, and all vectors are found to be okay in both lying and sitting positions, and the device chose primary sensing vector. X-ray imaging was obtained to further evaluate, and both device data and the images were sent to technical services (ts) for further review. Ts noted there are no obvious electrode irregularities on x-ray imaging. However, electrode revision was still recommended given the generable noise around the xyphoid. At this time, there is no evidence to suggest intervention has been performed. No other adverse patient effects were reported. Additional information received indicates the patient underwent a revision procedure on (B)(6) 2025, and this electrode was explanted and replaced without incident. The patient's s-ICD was also replaced during the same procedure, per the physician's discretion. It was noted there was no allegation regarding the s-ICD itself. Besides intervention, no other adverse patient effects were reported. The electrode is expected to be returned for analysis. Of note: prior to the procedure, the patient mentioned that a steel rod had "thumped" on the xyphoid region a week earlier, which was very painful. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.